Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5167492) received on 19mar25. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a, medium, uterine manipulator. The report states that on (B)(6) 2025 the "product was opened up on sterile field and utilized on patient during procedure. Upon removal, it was determined by the surgeon that the plastic portion of the tip of the vcare (vaginal cervical ahluwalia's retractor elevator) remained in the patient's abdomen. Missing pieces found and removed without further complication. CT scan obtained post event". There was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.